Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a routine infusion set and cartridge change, the patient was unable to lock the inserter properly for an inset 23" infusion set, after which they discarded the set and successfully replaced it with a new inset 23", resolving the issue. Symptoms included no adverse clinical effects. Outcomes included shipment of replacement infusion sets and cartridges and education on proper insertion technique. Investigation included customer troubleshooting and product support review. Investigation of this case revealed an improperly deployed infusion set or connector attachment issue with the infusion set component, with function restored using new supplies. It was concluded, based on previously established findings for similar reports, that the cause was user handling during insertion.